Event description:
It was reported that during a biliary stenting treatment procedure, the inner sheath was stretched. A biliary stent 7fr/7cm had been advanced to an unspecified biliary location. While attempting to deploy the device, the inner sheath stretched. The device was removed and the procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".